Event description:
Additional information indicates that the event occurred prior to a gastroscope procedure. Another similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue occurred during reprocessing. No delay was reported. There were no reports of patient harm.

Manufacturer narrative:
City in e1 section is shortened from "(B)(6)to (B)(6) due to system restriction on maximum characters. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.